Event description:
It was reported that a malfunction occurred on the pump, but no notable events took place prior to this incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was successfully reset with the help of technical support, and no further issues recurred after the reset. The customer was advised to continue using the pump and to call back if any malfunction occurs again, which they acknowledged and understood.